Event description:
It was reported that when the account removed the reinfusion bag at the quick connection they could not reconnect another bag because the connector was backwards. The customer was able to do one collection but some blood needed to be discarded. They were able to continue collection and reinfusion by connecting a new cbc to the wound site at the drain point.

Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation.